Event description:
It was reported that the struts of the fast fx strut for tsf lng were stuck and did not move. They do not move properly. The mechanism was broken. As this was noticed in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: (B)(4).